Event description:
Pt undergoing renal angiography. After insertion of introducer into right femoral artery physician attempted to stent with balloon. Unable to advance. Identified that introducer had sheared off and approximately 8" was lodged in the right iliac artery. This was eventually retrieved without further invasive procedure.